Manufacturer narrative:
A.1.-a.5. H11: a livanova field service engineer (fse) was dispatched on site: the event was confirmed. The problem was observed intermittently on multiple occasions. Furthermore, it was reported that the issue could have been caused by over-occlusion and potentially to pvc tubing. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an s5 roller pump which was found to not rotating properly. It was jerking during spinning. The event occurred during procedure. There was no patient injury.